Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment inside the patient occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). After pre-dilatation, a.50 x 16 synergy ii everolimus-eluting platinum chromium coronary stent system drug-eluting stent was advanced but failed to crossed the lesion. Upon removing the device to further pre-dilate the lesion, the physician did not notice that the stent came off the balloon and logded into the lad. A nc emerge® balloon catheter was attempted to be advanced to pre-dilate the lesion and the synergy stent was again advanced but the device got hung up in the proximal lad . The physician did not know why it hung up in the plad, so the physician attempted to deliver a promus stent and a non-bsc stent but still, both devices got hung up in the plad. After further inspection and multiple views, the physician found out that the synergy stent was dislodged in the plad area. Multiple attempts were made to retrieved the stent, including advancing a small balloon though the dislodged stent to drag back the stent into the guide catheter but upon doing so, the stent was still getting stuck in the plad. The physician also attempted to re-wire the lad with a separate wire to crush the stent against the wall but still unsuccessful. Ultimately, the patient was sent for single vessel bypass to retrieve the stent. No patient complications were reported and the patient's status remained stable.